Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical studies was reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported ¿2-3 instances of an abbott libre 3+ continuous glucose monitor sensor failing within 24 hours of application, giving possible erroneous readings, and eventually triggering a replace sensor error message on the ios app¿. Most recently the customer the applied the sensor and sounded a low glucose alarm of 52mg/dl. The customer then treated with carbohydrates and returned to bed and was reawaken by the alarm to replace the failed sensor. The customer waited for the calibration for 60 minutes. The customer tested blood glucose using a test strip in the abbott freestyle libre 3 reader only to find it measured "hi", meaning higher than 500 mg/ dl¿. The customer spent the next 5 hours doing multiple small insulin injections to gradually reduce my blood glucose to a reasonable level. The latest incident noted that the customer was misdirected into a good faith treatment of a supposed low glucose condition that resulted in an extreme episode of high blood sugar. Furthermore, the customer mentioned that the force to tear the safety seal and unscrew the newer, smaller sensor applicator capsule is extreme. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical studies was reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported ¿2-3 instances of an abbott libre 3+ continuous glucose monitor sensor failing within 24 hours of application, giving possible erroneous readings, and eventually triggering a replace sensor error message on the ios app¿. Most recently the customer the applied the sensor and sounded a low glucose alarm of 52mg/dl. The customer then treated with carbohydrates and returned to bed and was reawaken by the alarm to replace the failed sensor. The customer waited for the calibration for 60 minutes. The customer tested blood glucose using a test strip in the abbott freestyle libre 3 reader only to find it measured "hi", meaning higher than 500 mg/ dl¿. The customer spent the next 5 hours doing multiple small insulin injections to gradually reduce my blood glucose to a reasonable level. The latest incident noted that the customer was misdirected into a good faith treatment of a supposed low glucose condition that resulted in an extreme episode of high blood sugar. Furthermore, the customer mentioned that the force to tear the safety seal and unscrew the newer, smaller sensor applicator capsule is extreme. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical studies was reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported ¿2-3 instances of an abbott libre 3+ continuous glucose monitor sensor failing within 24 hours of application, giving possible erroneous readings, and eventually triggering a replace sensor error message on the ios app¿. Most recently the customer the applied the sensor and sounded a low glucose alarm of 52mg/dl. The customer then treated with carbohydrates and returned to bed and was reawaken by the alarm to replace the failed sensor. The customer waited for the calibration for 60 minutes. The customer tested blood glucose using a test strip in the abbott freestyle libre 3 reader only to find it measured "hi", meaning higher than 500 mg/ dl¿. The customer spent the next 5 hours doing multiple small insulin injections to gradually reduce my blood glucose to a reasonable level. The latest incident noted that the customer was misdirected into a good faith treatment of a supposed low glucose condition that resulted in an extreme episode of high blood sugar. Furthermore, the customer mentioned that the force to tear the safety seal and unscrew the newer, smaller sensor applicator capsule is extreme. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical studies was reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported ¿2-3 instances of an abbott libre 3+ continuous glucose monitor sensor failing within 24 hours of application, giving possible erroneous readings, and eventually triggering a replace sensor error message on the ios app¿. Most recently the customer the applied the sensor and sounded a low glucose alarm of 52mg/dl. The customer then treated with carbohydrates and returned to bed and was reawaken by the alarm to replace the failed sensor. The customer waited for the calibration for 60 minutes. The customer tested blood glucose using a test strip in the abbott freestyle libre 3 reader only to find it measured "hi", meaning higher than 500 mg/ dl¿. The customer spent the next 5 hours doing multiple small insulin injections to gradually reduce my blood glucose to a reasonable level. The latest incident noted that the customer was misdirected into a good faith treatment of a supposed low glucose condition that resulted in an extreme episode of high blood sugar. Furthermore, the customer mentioned that the force to tear the safety seal and unscrew the newer, smaller sensor applicator capsule is extreme. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported ¿2-3 instances of an abbott libre 3+ continuous glucose monitor sensor failing within 24 hours of application, giving possible erroneous readings, and eventually triggering a replace sensor error message on the ios app¿. Most recently the customer the applied the sensor and sounded a low glucose alarm of 52mg/dl. The customer then treated with carbohydrates and returned to bed and was reawaken by the alarm to replace the failed sensor. The customer waited for the calibration for 60 minutes. The customer tested blood glucose using a test strip in the abbott freestyle libre 3 reader only to find it measured "hi", meaning higher than 500 mg/ dl¿. The customer spent the next 5 hours doing multiple small insulin injections to gradually reduce my blood glucose to a reasonable level. The latest incident noted that the customer was misdirected into a good faith treatment of a supposed low glucose condition that resulted in an extreme episode of high blood sugar. Furthermore, the customer mentioned that the force to tear the safety seal and unscrew the newer, smaller sensor applicator capsule is extreme. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical studies was reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported ¿2-3 instances of an abbott libre 3+ continuous glucose monitor sensor failing within 24 hours of application, giving possible erroneous readings, and eventually triggering a replace sensor error message on the ios app¿. Most recently the customer the applied the sensor and sounded a low glucose alarm of 52mg/dl. The customer then treated with carbohydrates and returned to bed and was reawaken by the alarm to replace the failed sensor. The customer waited for the calibration for 60 minutes. The customer tested blood glucose using a test strip in the abbott freestyle libre 3 reader only to find it measured "hi", meaning higher than 500 mg/ dl¿. The customer spent the next 5 hours doing multiple small insulin injections to gradually reduce my blood glucose to a reasonable level. The latest incident noted that the customer was misdirected into a good faith treatment of a supposed low glucose condition that resulted in an extreme episode of high blood sugar. Furthermore, the customer mentioned that the force to tear the safety seal and unscrew the newer, smaller sensor applicator capsule is extreme. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves also a correction report. Section d1 (brand name ) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This complaint was received via user report and has been reported to the FDA. An investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported ¿2-3 instances of an abbott libre 3+ continuous glucose monitor sensor failing within 24 hours of application, giving possible erroneous readings, and eventually triggering a replace sensor error message on the ios app¿. Most recently the customer the applied the sensor and sounded a low glucose alarm of 52mg/dl. The customer then treated with carbohydrates and returned to bed and was reawaken by the alarm to replace the failed sensor. The customer waited for the calibration for 60 minutes. The customer tested blood glucose using a test strip in the abbott freestyle libre 3 reader only to find it measured "hi", meaning higher than 500 mg/ dl¿. The customer spent the next 5 hours doing multiple small insulin injections to gradually reduce my blood glucose to a reasonable level. The latest incident noted that the customer was misdirected into a good faith treatment of a supposed low glucose condition that resulted in an extreme episode of high blood sugar. Furthermore, the customer mentioned that the force to tear the safety seal and unscrew the newer, smaller sensor applicator capsule is extreme. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field the available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported ¿2-3 instances of an abbott libre 3+ continuous glucose monitor sensor failing within 24 hours of application, giving possible erroneous readings, and eventually triggering a replace sensor error message on the ios app¿. Most recently the customer the applied the sensor and sounded a low glucose alarm of 52mg/dl. The customer then treated with carbohydrates and returned to bed and was reawaken by the alarm to replace the failed sensor. The customer waited for the calibration for 60 minutes. The customer tested blood glucose using a test strip in the abbott freestyle libre 3 reader only to find it measured "hi", meaning higher than 500 mg/ dl¿. The customer spent the next 5 hours doing multiple small insulin injections to gradually reduce my blood glucose to a reasonable level. The latest incident noted that the customer was misdirected into a good faith treatment of a supposed low glucose condition that resulted in an extreme episode of high blood sugar. Furthermore, the customer mentioned that the force to tear the safety seal and unscrew the newer, smaller sensor applicator capsule is extreme. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.